Event description:
While performing routine maintenance on the olympus high flow insufflation unit, the pressure on the device suddenly decreased. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus repair center; however, investigation is ongoing. During the initial evaluation, the repair center could not duplicate the initially reported pressure issue. The unit was burned in for a full hour and no issues were noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.